Event description:
Product surveillance received a call from the home patient's husband on (B)(6) 2013 and he said that he and his wife have had multiple issues with cassettes leaking in the past. He said he has 1 cassette that leaked on the drain line and heater line . He said he is careful when he opens up the supplies and hooks everything up, so he said it must be something wrong with the supplies and not the way that he sets it all up. No further information available. There was patient involvement.

Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4): although the sample was requested, baxter has not yet received the device. Should the device be returned, a follow up MDR will be sent.